Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was successful with a proglide device in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. A second proglide device was used; however, when the plunger was retracted a cuff miss occurred. A third proglide device was used successfully pre-placing the suture using the preclose technique. The arteriotomy was 7fr and during the procedure the sheath was upsized to a 18fr sheath. The aaa procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.